Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that multiple vfms check failures occurred followed by a system alarm toward the end of a routine hemodialysis treatment. A fluid leak from the cartridge was noted. Rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to treatment being discontinued without performing rinseback. The operator noted fluid leaking from the cartridge, suggesting the cycler alarmed appropriately. The disposable cartridge was not returned as requested by nxstage; therefore, the exact cause of the leak cannot be determined. All cartridges are 100% leak tested during the manufacturing process. The user's guide states to periodically check for fluid leaks and to terminate treatment and rinseback the blood if a leak is noted. Facility staff has been notified of the event. Nxstage medical considers this report closed. No additional information will be provided.